Event description:
It was reported to boston scientific corporation in 2009, that a radial jaw 3 single-use biopsy forceps was used during a procedure performed one day prior. According to the complainant, the device jaw was difficult to open and close. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device jaw, difficulty opening/closing. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no additional complaints exist for the specified lot. A labeling review was performed and no anomaly was found.